Event description:
Bilateral capsular contracture, baker grade 4, left-side.

Manufacturer narrative:
This device has been explanted but we have not received it back from the md.

Manufacturer narrative:
G3-date received by manufacturer: 7-mar-2022. Patient contacted us with updated information on 3/7/2022.